Event description:
It was reported that the lens was explanted in a secondary procedure stating that there was a refractive error. It was stated that there was an overcorrection. The explanted lens was replaced with another tecnis toric lens. The patient sees 20/20 and is very happy. No further information was provided.

Manufacturer narrative:
Follow-up with customer on (B)(6) 2015 indicated that the replacement lens was reported instead of the explanted lens. The explanted lens information is the following: corrected model number in initial report: zct300. Corrected serial number in initial report: 8182571309. Corrected catalog number in initial report:zct300u140. Corrected expiration date in initial report: 8/16/2017. Corrected manufacturing date in initial report: 9/16/3013. All pertinent information available to abbott medical optics has been submitted. Placeholder .

Manufacturer narrative:
The lens sample was returned to the manufacturer for evaluation. The lens can be identified as a tecnis toric acrylic 1-piece intraocular lens because of the type of haptics and the presence of marking holes. It can be seen that the lens was received cut in half. The lens condition is consistent with a lens that was explanted from the patient's eye. Due to the returned condition of the lens, no further analysis was possible. The manufacturing record review was performed. There were no nonconformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order. There were no nonconformances with respect to the sterilization process. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power. There were no associated nonconformity material reports or nonconformances. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: the date of manufacture (9/16/3013) of MDR follow-up #2 was incorrect. It should be 09/16/2013. Additional information: the manufacturing record review was performed. No deviation or non-conformance report (ncr) was identified for the complaint type reported or related to the initial report information when this production order was manufactured. There were no non-conformances with respect to the sterilization process. The in-line optical inspection data shows the lens is within power specification. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.